Manufacturer narrative:
On september 12, 2021, mentor became aware of the following erroneously omitted information in the previously submitted report: the patient's date of implant was (B)(6) 2003. The patient's date of explant was (B)(6) 2020. Relevant fields have been corrected. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness symptoms, capsular contracture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5098563 that a female patient underwent a breast surgery with two 400cc mentor smooth round moderate plus profile saline breast prostheses and experienced bilateral capsular contracture, baker grade unknown and generalized illness symptoms including fatigue, brain fog, joint pain, muscle pain and weakness, hair loss, weight gain, vertigo, flu like symptoms, sleep problems, vision problems, breathing restrictions, slow healing, rashes, inflammation, headaches, food intolerances, temperature intolerance, and limb numbness and tingling post-operatively. As a result, the patient underwent explantation on an estimated date of (B)(6) 2021. This report is for the right side device.